Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus via pump to address bg. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.